Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery the dermatome would not take the skin. There was patient involvement with no harm/injury or delay of surgery reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Reported issue: on (B)(6) 2019, it was reported that the dermatome does not take the skin. The customer returned an air dermatome device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the air dermatome by flextronics on august 23, 2019 revealed that the unit was out of calibration, the width plate screws were missing and the needle bearing was defective. Repair of the air dermatome was performed by flextronics on september 5, 2019 which included replacement of the width plate screws, needle bearing, shaft bearings, adjustment cams and sleeve bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the cause of the reported event was due to the defective needle bearing that was noted during the product review by flextronics. The needle bearing allows smooth rotation between the eccentric shaft and reciprocating arm. The oscillation of the reciprocating arm moves the blade to cut the skin. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information was received.